Event description:
It was reported that this patient was hospitalized due to pulmonary complications, not related to the implanted pacemaker system. Upon interrogation, it was noticed that the device had recorded multiple episodes of oversensed low amplitude myopotential noise in the right ventricular (rv) channel. The oversensing led to asystole of more than 2 seconds. It was suspected that the issue occurred due to the programmed parameters and potential rv lead damage. The rv lead is a non-boston scientific device. The system was reprogrammed and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update the selected conclusion code. The complaint device was not returned by the customer as it remains implanted; therefore, no product analysis could be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient was hospitalized due to pulmonary complications, not related to the implanted pacemaker system. Upon interrogation, it was noticed that the device had recorded multiple episodes of oversensed low amplitude myopotential noise in the right ventricular (rv) channel. The oversensing led to asystole of more than 2 seconds. It was suspected that the issue occurred due to the programmed parameters and potential rv lead damage. The rv lead is a non-boston scientific device. The system was reprogrammed and remains in service. No additional adverse patient effects were reported.